Event description:
As reported, during a tapp procedure, when gripped the handle of the optifix fixation device in order to fix the fastener, it struck, and the tip end point came off. There was no patient injury.

Manufacturer narrative:
As reported, part at the tip of the optifix device comes off in use. Evaluation of the sample finds for a bent guide wire and backup tabs. The components are found to be bent from applied forces while in use. The reported issue of the barrel insert becoming detached is a result of bent guide wire and bent backup tabs. The barrel insert is found to have detached because of the bent guide wire pushing against the barrel insert during actuation forcing it free from the firing force. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. "The precautions section of instructions-for-use (IFU) supplied with the device indicates, "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.